Manufacturer narrative:
Returned product consisted of the coyote es balloon catheter. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 2.5mm proximal of the distal the markerband with a scratch was revealed. Microscopic examination presented no irregularities in the balloon material or markerband that could have contributed to the damage. There is no indication the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified left popliteal artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilatation; however, the balloon was unable to dilate. The device was removed and it was noted that the shaft was kinked and the inflation lumen was flattened. Subsequently, a 4mm x 20mm x 144cm coyote¿ es balloon catheter was advanced to perform the dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and since the lesion was able to be completely dilated, the procedure was completed. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the mildly tortuous and severely calcified left popliteal artery. After a guide wire crossed the lesion, a 4mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation; however, the balloon was unable to dilate. The device was removed and it was noted that the shaft was kinked and the inflation lumen was flattened. Subsequently, a 4mm x 20mm x 144cm coyote es balloon catheter was advanced to perform the dilatation. However, upon inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and since the lesion was able to be completely dilated, the procedure was completed. No patient complications were reported and the patient's status was stable.